Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad cover was returned lifting and peeling above the contrast button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, all of the keypad buttons were intermittently unresponsive and required multiple presses to engage. During investigation, evidence of adhesive contamination was found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons required multiple presses to elicit a response. The reporter denied any evidence of moisture in the pump or any damage to the keypad. The patient reportedly wore the pump under a garment and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.